Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated that the receiver is no longer working. No medical intervention was reported. Additional event or patient information is not available. Data received but investigation window does not reflect the alleged device and/or the alleged issue. The complaint confirmation was unable to be determined. A root cause was not determined.